Event description:
The customer reported to olympus that there was an intermittent image issue when using the visera elite video system center. Customer reported the image gets lost sporadically and the image screen goes black. There was no patient harm reported as a result.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. A supplemental report will be submitted upon completion of the evaluation and investigation, or if any additional information is provided by the user facility (follow up is currently being performed).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found broken video connector pins. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to broken pins on the video connector. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Connection of an endoscope: confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.